Manufacturer narrative:
After sliding the shuttle of the 6f-7f mynxgrip vascular closure device (vcd) down, the technician retracted the shuttle and the sheath (unknown) back up and the white tube was not visible, indicative that the sealant was not deployed. A hematoma and bruising were present. The balloon was deflated, and manual pressure was applied. The patient continued to move and became extremely combative. A non-cordis compression device was applied. The device was stored per labelling and opened in sterile field. The patient eventually had to be intubated and given more sedation to prevent him from moving and possibly bleeding out. Perhaps, the patient had dementia. The patient was anti-coagulated. Blood pressure at that time of attempted deployment was systolic 130mm/hg. The patient had to be sedated via anesthesia during the case because he was moving so much. The device was stored in the cath lab from the day it arrived in the hospital. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The advancer tube was not engaged or visible. Hemostasis was achieved by manual compression, followed by a femstop. Manual compression was greater than 30 minutes, but less than 40 minutes. Then a femstop was applied. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient was possibly hospitalized. The patient is currently doing fine. The product was not returned for analysis. A product history record (phr) review of lot f2005602 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant-failure to deploy- advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Hematoma development is a known adverse event associated with femoral access sites and/or the use of a vascular closure device and is listed as such in the instruction for use (IFU). Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Review of the information provided suggest that patient factors may have contributed to the hematoma and bruising. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
After sliding the shuttle of the 6f-7f mynxgrip vascular closure device (vcd) down, the technician retracted the shuttle and the sheath (unknown) back up and the white tube was not visible, indicative that the sealant was not deployed. A hematoma and bruising were present. The balloon was deflated, and manual pressure was applied. The patient continued to move and became extremely combative. A non-cordis compression device was applied. The device was stored per labelling and opened in sterile field. The patient eventually had to be intubated and given more sedation to prevent him from moving and possibly bleeding out. Perhaps, the patient had dementia. The patient was anti-coagulated. Blood pressure at that time of attempted deployment was systolic 130mm/hg. The patient had to be sedated via anesthesia during the case because he was moving so much. The device was stored in the cath lab from the day it arrived in the hospital. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. The advancer tube was not engaged or visible. Hemostasis was achieved by manual compression, followed by a femstop. Manual compression was greater than 30 minutes, but less than 40 minutes. Then a femstop was applied. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient was possibly hospitalized. The patient is currently doing fine. The device will not be returned for analysis as it was discarded.